Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The caller stated that the customer went into a coma due to the low blood glucose levels. Prior to the event, the customer had delivered a bolus for a blood glucose of 13 mmol/l and subsequently lost consciousness. It was also stated that the customer had experienced low blood glucose levels for the past two months. The caller declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.